Manufacturer narrative:
Visual analysis of the returned device identified a curved opening on anterior. Leak test and microscopic analysis were performed which identified a curved striated opening on anterior and observed void >1 mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a curved striated opening on anterior due to surgical damage consistent in the use of some surgical tools.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.